Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts were returned. A 2 inch piece of suture was returned. The suture is torn and knotted up. The insertion needle is dramatically bent on two planes. Per the device IFU under warnings ¿do not bend delivery needle¿ and under contraindications ¿pathological changes in the soft tissue to which the ultra fast-fix implant is being attached that would prevent secure fixation of the device are contraindicated¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor was inserted but would not stay anchored. A backup device was available to complete the procedure without delay or patient impact.